Manufacturer narrative:
(Surgical intervention required). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic mastectomy of pulmonary carcinoma, on cutting off the pulmonary parenchyma, the device had poor staple formation and had incomplete staple line distally. The staple line was completed by hand sewing it. They replaced the device with a new one to complete the case.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.